Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, crack on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 85 mg/dl at time of reporting. Nothing further reported.